Manufacturer narrative:
The fse confirmed the leak from worn I-beam tubing at pv42; tubing was replaced resolving the leak. (B)(4).

Event description:
The customer reported an uncontained fluid leak from the back of the coulter hmx hematology analyzer w/ autoloader. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated for this event.